Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer did not change pump supplies to address occlusion and an altitude alarm occurred a couple of hours later. Customer reloaded the cartridge and altitude alarm cleared. Customer's blood glucose was 225 mg/dl. Customer reported that the occlusion alarm was not document in the pump history. Customer resumed insulin delivery.